Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device would oscillate when the reverse trigger was locked out. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.